Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited poor pacing impedance and capture threshold. During the third reposition attempt, there was a sense of discomfort and it was observed the helix had extended. A different lp was used to complete the procedure. There were no patient consequences.